Event description:
It was reported that: the inspiratory valve was stuck closed. The doctor was unable to ventilate the patient and switched to another machine to complete the case. There was no patient injury.